Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed softest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08690 inches. No over delivery anomalies noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.